Manufacturer narrative:
During the onsite investigation, the territory manager (tm) examined the system and found a broken suction hose connector in the back of the laser. The tm repaired the connection and returned to the facility the following day and found the system was running ok. Root cause is unknown at this time. (B)(4).

Event description:
A laser technician reported there was no suction from the plume evacuator. One surgeon canceled his procedures for the day, a second surgeon decided to perform patient prk procedures without suction. The laser technician stated that patient outcomes may have been affected, however follow-up with the laser technician indicated the second surgeon stated that all patients were doing fine and have no issues following their surgeries. No further information will be provided.